Event description:
Reporter indicated that the pt was experiencing constant hoarseness, since vns therapy system implant surgery. The pt was evaluated by an ent who diagnosed the pt with permanent vocal cord paralysis. The treating physician indicated that the cause of the vocal cord paralysis is due to the vns implant surgery.

Manufacturer narrative:
H6 code: vns therapy system labeling lists vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.